Event description:
It was reported that revision surgery took place in 2008, to remove construct due to pt pain/irritation. Pt successfully fused at affected levels (tlif). Rep reported that surgeon stated, system worked as intended.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.